Event description:
It was reported that the rail cutter bit was broken into two pieces during use in surgery. One piece was in the lateral mass, but was able to be retrieved. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. The broken off portion was not returned. A visual examination confirmed the drill is broken at the root of the fluting. The remaining length is completely untwisted by 90 degrees. This type of failure is consistent with over-torque. No product defects were observed. A review of the device history records found no documentation to indicate a non-conformance to specification.